Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ping meter displayed an ¿error 1¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 around 5pm. The patient manages his diabetes with insulin pump therapy. It is not known if the patient made changes to his usual dose of medications; however, the patient reportedly drank water and sugar free fluids. Symptoms were not specified; however, around 520pm -530pm, the patient reportedly obtained a blood glucose result of ¿400 mg/dl¿ on a fire department meter. The patient was administered 2.3 units novolog insulin as treatment. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have meter data corrupted. An error 1 was observed during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.